Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that four months after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Periodontal disease and local infection were present at time of placement. Patient presented with type ii bone and an infection was present. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Periodontal disease and local infection were present at time of placement. Patient presented with type ii bone and an infection was present. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that four months after the dental implant was placed, in ada site #29 of the patient¿s mouth, non-osseointegration was observed. Periodontal disease and local infection were present at time of placement. Patient presented with type ii bone and an infection was present.